Event description:
It was reported that during an infusion of dexmedetomidine and heparin, the nurse tapped the module and the module infusion stated communication error and the device stopped infusing and turned off. The module emitted very briefly a low priority alarm and then powered off without any other alarms. The patient was infusing dexmedetomidine which is a sedative with a very short half-life; therefore, the patient could have very quickly experienced withdrawal symptoms if the nurse was not in the room to quickly transitioned infusion to alternate module and reinitiated infusion. Patient did not have any rebound withdrawal or vital sign changes due to this. There was no patient harm. The customer performed a log review and confirmed the problem reported by the clinician. The pump brain indicated that the pump module in question was removed from the brain. Testing identified the iui connectors were found to be in good mechanical and electronic condition. They were unable to duplicate the issue. Received a copy of the customer's medsun report from FDA which states, ¿alaris pump malfunctioned while medication was infusing. Patient was receiving continuous infusion of low-dose dopamine nurse responded to pump alarm (volume delivered) and pressed button with intent to add an additional hours' worth of fluid/volume-to-be-delivered. After she pressed the button, all 3 syringe pumps m addition to the brain started flashing red lights and beeping quickly message on brain read "system error" pump was turned off and restarted with same beeping and flashing lights pump was replaced with another pump"

Manufacturer narrative:
Correction to initial report: d.1, d.4, d.11 (omit 8015); g.5, h.4. The issue of a communication error and the infusion stopped and turned off was confirmed in the logs and but not replicated during testing. ¿the review of the pcu event log identified a channel disconnection which halted an infusion on pump module sn: (B)(6) on (B)(6) 2019 at 7:58:11 am. The channel disconnect was confirmed by user and unit re-added as unit label a. The device was eventually removed from system by user and no other infusion programs were observed. ¿iui testing performed on the returned pcu s/n: (B)(6) and pump module s/n:(B)(6) failed to replicate the customer¿s experience of a communication error / channel disconnection. The fact that the channel disconnect/communication error could not be reproduced can be attributed to the inherent wiping action of the iui connection pins during removal and attachment. This most likely had removed or dislodged the interfering debris outside the contact area of the pins. Pump module male iui has a date code of 03/13 which is believed to be the original iui on manufactured device. ¿inspection of the pcu¿s female iui with date code of 3/13, identified debris on several external connection pins. It is believed that the debris interrupted power the pump module causing a channel disconnection. The proximate cause of the reported complaint of a communication error and the infusion stopped and turned off can be attributed to a channel disconnection. The root cause of the channel disconnection was believed to be the result of debris found in the pcu's female iui. Review of the pump module event log shows channel disconnect was caused by loss of power.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during an infusion of dexmedetomidine and heparin, the nurse tapped the module and the module infusion stated communication error and the device stopped infusing and turned off. The module emitted very briefly a low priority alarm and then powered off without any other alarms. The patient was infusing dexmedetomidine which is a sedative with a very short half-life; therefore, the patient could have very quickly experienced withdrawal symptoms if the nurse was not in the room to quickly transitioned infusion to alternate module and reinitiated infusion. Patient did not have any rebound withdrawal or vital sign changes due to this. There was no patient harm.